Manufacturer narrative:
Reliability analysis inspected one random opened/used sensor and performed continuity resistance testing. The sensor failed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump inappropriately suspended due to a sensor glucose that was between 60 mg/dl and 63 mg/dl and her blood glucose that was 118 mg/dl. Troubleshooting was initiated for the sensor inaccuracy. The customer removed the sensor and found that the cannula was bent. The customer was advised on optimal insertion and calibration practices. The sensor was returned for analysis and a replacement sensor was shipped to the customer.